Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was implanted in the patient.

Event description:
During a communicating posterior aneurysm coiling procedure, it was reported the first loop of the coil protruding into the parent vessel. After the second coil was deployed, a stent was used to prevent the coil loop from protruding into the parent artery. No patient injury reported.